Event description:
It was reported that during an unspecified surgical procedure it was observed that the impactor device gun started to separate, then started to fire without the trigger being pulled. It was reported that there was no delay in the procedure due to the event, and the procedure was successfully completed. It was reported that fragments were generated and easily removed without additional intervention. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the gun broke, gun started to separate, then started to fire without the trigger being pulled was confirmed. The impactor device was visually and functionally assessed and determined to operate unintendedly due to the rear housings separated from the mid-plate apart and the trigger being loose. The rear housing separating from the mid-plate is due to the trigger screw coming loose. The impactor trigger screw had back out, which allows the trigger body to move, resulting in the rear housing separation. It was further determined that the device failed pre- test for visual assessment and intermittent test assessment. The assignable root cause of these conditions was determined to be traced to component failure due to wear.